Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). The hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
Manufacturer evaluation manufacture¿s reference no.: (B)(4) it was reported that a patient underwent an ablation procedure with a carto 3 system and the procedure was cancelled due to system performance issues. During the case, the carto mapping system froze. This was an MDR reportable event due to the risk incurred by the case cancellation to patient, as assessed by the physician. There was no patient consequence. Bwi engineers visited the site to investigate the issue. The issue was reproduced and it was discovered that the work station hardware was the root cause of the problem, specifically, there was a faulty hard disk drive structure (hdd) which caused the issue. Replacement of the work station solved the issue. The system is now operational. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and the procedure was cancelled due to system performance issues. During the case, the carto mapping system froze. There was no patient consequence. The physician did not provide an opinion regarding the risk to the patient. We are reporting this event of procedural cancellation because the patient was under general anesthesia, had received a transeptal puncture and per the physician, there was a perceived risk to the patient due to the high frequency of recurrence of atrial fibrillation.